Event description:
On or around 12/21/1999, the account obtained a negative hcg testpack result with a first morning urine sample. A human chorionic gonadotropin quantitative test, method unknown, was performed on a serum sample and a result of 122 miu/ml was obtained. No report of injury.